Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Cts provided complete instructions for a pump reset and assisted the caller through the process, after which the error did not reappear. The caller successfully started their sensor session without further issues.